Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair for a thoracic aneurysm with two conformable gore tag® thoracic endoprostheses. Tgu373720j/13518779 was implanted proximally. Post implant completion angiography showed a slight proximal type I endoleak. The procedure was concluded with no treatment of the endoleak. The physician stated that the patient's short proximal contributed to the endoleak. The patient tolerated the procedure. On unknown date, follow-up computed tomography determined the proximal type I endoleak persisted. On (B)(6) 2017, the patient underwent re-intervention to treat the proximal type I endoleak. An additional endoprosthesis 38 mm x 15 cm valiant (medtronic) was implanted just distal to the left common carotid artery. Axillo-axillary bypass was performed at the same time to salvage the innominate artery. The endoleak was resolved and the patient tolerated the procedure.